Event description:
It was reported that a new ilet user experienced recurrent low glucose events, last recorded at 56 mg/dl predominantly at night shortly after dinner announcements, while using normal dinner meal announcements during the device learning period. Customer care provided support that included review of available device data and user reports, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction identified and suggested that timing and type of meal announcements during early adaptation could contribute to nocturnal hypoglycemia. Symptoms included dizziness, shaking and tremors associated with hypoglycemia. Outcomes included treatment with oral glucose. T was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.